Event description:
It was reported that the patient was admitted to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl). The pod was reportedly leaking while worn for between 24 and 36 hours. Symptoms reported include high blood glucose levels and difficulty seeing. No treatment was provided at the hospital. The patient applied a new pod and resumed treatment. The patient was released after 2 hours. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.